Event description:
Synvisc one was injected into the left knee for patient. Within 24 hours patient had severe pain, swelling, stiffness. Dose or amount: 48 mg/ 6 ml. Frequency: 6 months. Route: intraarticular. Dates of use: (B)(6) 2017. Diagnosis or reason for use: mi7.12 djd of left knee. Is the product compounded: no. Is the product over-the-counter: no.